Manufacturer narrative:
Results: failure to follow instructions (lesion not pre-dilated). Inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (heavily calcified lesion). Deformation problem (stent). Conclusion: failure to follow instructions (lesion not pre-dilated). Known inherent risk (stent deformation). Device failure related to patient condition (heavily calcified lesion). (B)(4).

Event description:
It was reported that a resolute integrity was being used to treat a heavily calcified lesion in the distal diagonal branch just past the left main. Device was removed from packaging per IFU and inspected prior to use with no issues noted. The lesion was not pre-dilated. Resistance was encountered when advancing to the lesion but it is unknown if excessive force was used. It was reported that the device failed to cross the lesion and on removal it was noted that one of the wire segments were raised off the balloon. The physician then attempted to treat the patient with a non mdt stent and nc balloon dilation but this was unsuccessful and patient was not treated. There is no patient injury reported. Evaluation summary: the distal tip was slightly frayed. The 14th distal stent segment had raised and deformed struts.